Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Only the year is valid for the implant dates. Codes belong to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient¿s device was implanted in 2013. Currently there was no battery and the leads were defective. The device will be replaced. No further complications were reported or anticipated.